Event description:
The hcp reported that the patient had a minor withdrawal episode in february and has had inadequate pain relief since that time. At last refill in june, the hcp reports that the estimated reservoir volume was 4 ccs and the actual reservoir volume was 12 ccs. A catheter study was performed and revealed no cerebrospinal fluid flow upon aspiration and the catheter tip appealed to be epidural rather than intrathecal. Pump volumes were checked again in july and the erv was 14 ccs; the arv was 18 ccs.